Manufacturer narrative:
Radiographic image result: post-op x-ray for a presumed cervico thoracic fusion are provided. Domino connectors were used for the transition between antorieal segment and the rods have disconnected on both sides and fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-op, rods were pulled from in-line connectors. As a result there was patient complications reported. So, revision surgery was performed to revise the rod. Revision of occiput to thoracic was performed. Patient is alive and no injury